Event description:
Getinge became aware of an issue with one of surgical lights - prismalix. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights prismalix. The designated complaint unit employee confirmed based on photographic evidence the paint was peeling from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at the manufacturing. As they stated, probable root causes related to the paint peeling observed on the attached photo are: shocks, collisions (abnormal use). Potential non-respect of cleaning process (stagnation of cleaning products, concentration, absence of rinsing). To prevent any similar incident, it is recommended to avoid the collisions between devices and to respect the cleaning protocol. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).